Manufacturer narrative:
At the time of the initial medwatch filing, the product was received, but not yet evaluated. The product was evaluated by quality engineering on 05/03/2016. The breast shields were received with scratches on the inside surface.

Manufacturer narrative:
The customer was sent replacement breastshields. The breastshields were received on 04/05/2016, but not yet evaluated by quality engineering. Ir13-0003 concluded that there was no causal link between the pump performance and the occurrence of thrush / yeast infections. This investigation did find that improper breast shield fitting/sizing issues that lead to nipple trauma can cause thrush / yeast infections. The investigation determined that the major reasons for thrush / yeast infections were around personal hygiene and proper cleaning of kit components. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer originally reported to customer service on (B)(6) 2016, that her breast shields that she uses with her pump in style breast pump are too small and her nipples were cracked and bleeding. In follow-up with a medela clinician on (B)(6) 2016, the customer stated she saw her doctor for her nipple pain and was diagnosed with a yeast infection. She is currently taking fluconazole prescribed by her doctor and applying all purpose nipple ointment to her nipples. The customer states that her pain is lessening and she feels better.